Event description:
It was reported that on (B)(6)2010 the pt presented with an acute myocardial infarction (ami) and thrombectomy was performed. The promus 2.5 x 28 mm stent was deployed in the proximal left anterior descending (lad) artery, after pre-dilatation with a 2.5 mm balloon catheter. There was no reported issues during the initial procedure. However, on (B)(6)2010 while the pt was staying at the hospital sub acute stent thrombosis (sat) occurred; which required medical intervention. The medical intervention was plain old balloon angioplasty (poba) after vacuuming the thrombosis. No additional event or pt info is available. (B)(4).

Manufacturer narrative:
(B)(4). Thrombosis is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.